Event description:
It was reported that the implant broke 11 months post operatively. A second surgery was performed to remove implant. No additional information is available at this time. This device is used for treatment.

Manufacturer narrative:
Investigation has been initiated, but not yet completed. A follow up report will be submitted upon completion.